Manufacturer narrative:
Additional information was received on december 5, 2018 stating that service was not needed on the generator. (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial flutter (afl) procedure with a smartablate¿ system rf generator. The smartablate¿ system rf generator was displaying a temperature of more than 100 degrees after some ablation was performed. Also, no impedance value was displayed on the generator. The smartablate¿ system rf generator was rebooted and errors 2243 and 2245 were displayed. The generator was re-rebooted and the issues resolved. The response received confirmed that the temperature user selected cut-off was exceeded and the system did not stop the ablation. The ablation was manually stopped by the user by using the ¿stop¿ button. The generator was set to power control mode. Thresholds were standard setting on the generator. Power was 40 w, temperature was 100c (variable though, rapidly changing between 70-100 c), and there was no impedance reading. The system continued to ablate above the cut off value a maximum of 10 seconds, but it was a manual shut off ablation. Repair follow-up was performed and the device was not shipped for service. Service was declined. Complaint was unable to be confirmed. A manufacturing record evaluation was performed for the finished device serial number (B)(4), and no internal action related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Attention: officer (B)(6). Email date: may 30, 2019. Subject: response to FDA request for report# 2029046-2018-01619. FDA follow up letter dated: march 21, 2019. Manufacturer reference number: (B)(4). Product description: smartablate¿ system rf generator. This is a response to the FDA¿s letter dated march 21, 2019 regarding a report of a product malfunction: it was reported that a patient underwent an atrial flutter (afl) procedure with a smart ablate¿ system rf generator. It was reported that the smartablate¿ system rf generator was displaying a temperature of more than 100 degrees after some ablation was performed. Also, no impedance value was displayed on the generator. The smartablate¿ system rf generator was rebooted and errors 2243 and 2245 were displayed. The generator was re-rebooted and the issues resolved. It was also reported that the carto 3 system was displaying error 95 (force measurement out of range). Current leakage error was also displayed. The catheter was replaced and the issue resolved. It was also reported that while using the replacement catheter, noise was observed on the ECG of the ablation catheter being displayed on the carto 3 system and recording systems. Force reading was high and force sensor error 106 was displayed. The catheter was replaced again and all issues resolved. The response received confirmed that the temperature user selected cut-off was exceeded and the system did not stop the ablation. The ablation was manually stopped by the user by using the "stop" button. The generator was set to power control mode. Thresholds were standard setting on the generator. Power was 40 w, temperature was 100 c (variable though, rapidly changing between 70-100 c), and there was no impedance reading. The system continued to ablate above the cut off value a maximum of 10 seconds, but it was a manual shut off ablation. It was clarified that it was signal loss and not signal noise. The current leakage error occurred after the loss of signal, so not sure if it directly caused the error. The signal loss issue was observed on the body surface. Though when ablation was turned on, signal was lost on the ablation catheter. The signal loss was observed on both the carto 3 system and the recording system. It was confirmed the presence of external anesthesia monitor to observe the patient's rhythm during the ECG signal loss issue. Since the temperature user selected cut-off was exceeded and the system did not stop the ablation, this issue was assessed as a reportable malfunction. The issue related to no impedance value was assessed as not reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The errors di sp la yeo on the smartablate¿ system rf generator (us) were assessed as not reportable. Since the errors were displayed after system reboot, those errors would be considered a startup issue. These issues ware highly detectable. The potential risk to the patient was remote. The current leakage error was also assessed as not reportable. This issue is highly detectable and requires adjusting system components to continue with the procedure. Devices may require reset or replacing but cannot be used on the patient. Patient safety is unaffected by this issue. Force issues were also assessed as not reportable. These issues are highly detectable. The risk to the patient was remote. The ECG signal issue was also assessed as not reportable. It was confirmed the presence of external anesthesia monitor to observe the patient's rhythm during the ECG signal loss issue. This mitigates the risk that the patient's ECG rhythm would be unobservable at any point during the procedure. The risk to the patient was low. Please provide the results for any investigation, evaluation, and/or failure analysis, including underlying cause identification, relevant to the reported event. Please include: (1) an explanation for the reason for this occurrence based on your follow-up with the reporting facility or individual response: it was reported that the smartablate was displaying a temperature of +100°c after some ablation had been done, and there was no impedance displayed. The generator measures the temperature on the catheter tip and displays the current value. Achieving temperature cut-off (max. 95°c) the generator switches to safe-state, stops ablation, and continues to measure the temperature. Temperature cut-off cannot be deactivated. However, the impedance cut-off can be deactivated. If the impedance cut-off is deactivated, the impedance is not displayed. Customer rebooted the smartablate generator and saw errors 2243 and 2245. The smartablate generator was rebooted again after warmed up and the issues resolved. Additional follow up confirmed that the temperature exceeded the cut-off set point, and the system did not stop the ablation. The system continued to ablate above the cut-off value for another 10 seconds. The ablation had to be stopped manually by using the ¿stop¿ button. Since the system did not stop the ablation when exceeding the temperature cut-off setting, this issue was assessed as a reportable malfunction. Customer did not return the unit for evaluation; therefore, root cause of the failure cannot be determined. The temperature cut-off is controlled by software and the temperature measurement circuitry is fail safe (single fault proof). We cannot confirm a malfunction and need the device (serial # (B)(4)) to perform an in-depth investigation. A complete description of investigation and analysis methodology(ies) used, response: hardware: smartablate¿ system rf generator serial # (B)(4). Device was installed to (B)(6) medical center ap on 9/18/2017. A manufacturing record evaluation was performed for the finished device serial number g4c-2610, and no non-conformances related to manufacturing of the device was found. Service history record was reviewed, and the last service was performed on the day of installation 9/18/2017. This event occurred within the first year of the device being installed. Follow-up was performed to have the device shipped for investigation and possible repair of the equipment, but the device was not shipped for service. No root cause analysis can be performed. (3) an identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved, and response: follow-up was performed to have the device shipped for investigation and possible repair of the equipment, but device was not shipped for service. Service was declined. Therefore, no specific failure mode or mechanism was identified. (4) any conclusions reached based on the investigation and analysis results. Response: complaint was not confirmed since the customer did not return the device for investigation. The hospital continues to use the device, and this was the only complaint of this issue from this hospital. What actions has your firm taken to address this problem? Response: complaint trends are monitored monthly, and no significant trends have been identified at this time related to high temperature over cutoff with no error or shut off or no impedance of the smartablate¿ generator. Please provide the results of risk management activities completed by your firm which address the reported device problem. Indicate the frequency and severity of the hazard, cause(s), and the applicable control(s) implemented to mitigate the hazard. Response: design failure mode and effect analysis (dfmea) for the smartablate generator identifies a potential failure mode of disturbance of major functions due to loss of rf power control. Incorrect temperature measurement resulting in a loss of rf temperature control (ablation electrode) and incorrect power measurement as having a potential harm of steam pops that can destroy tissue / cells (which can be resolved by pericardiocentesis and drainage). This harm has a listed severity of iii (moderate) and an occurrence of 2 (improbable). This occurrence/severity combination results in an acceptable residual risk of 2. The risk control activities include design controls for the system to automatically stop ablation (go to safe state) when safety thresholds are exceeded. Please provide a complete list of medical device reports (mdrs) that you have determined are related to this same problem/issue. Please identify how many complaints (i.e. From all sources, including but not limited to field service records, repair history records, etc.) That your firm has received in the past 2 years that are related to this same reported device problem. Response: there have been five complaints and mdrs in the past two years related to this same issue: 2029046-2019-02886, 2029046-2017-01002, 2029046-2018-01619, 2029046-2018-02302, 2029046-2018-02256. Please provide the total number of devices manufactured, distributed and, if available, used per year over the last three years for the medical device identified in the medical device report. Please indicate the proportions distributed in the us and outside the us. Response: below is the install base per year of this device in us and outside of the us. We are unable to provide the amount used per year. Region: ous; 2016: 309, 2017: 421, 2018: 810, 2019: 98, all ous years total: 1638. Region: us; 2016: 285, 2017: 245, 2018: 270, 2019: 36, all us years total: 836. 2016 total: 594, 2017 total: 666, 2018 total: 1080, 2019 total: 134, all years total: 2474. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system, us catalog #: fg540000, serial (B)(4). Thermocool smarttouch sf, us catalog #: d134804, lot #: 17746830l. Thermocool smarttouch sf, us catalog #: d134804, lot #: 30001865l. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a smartablate¿ system rf generator. It was reported that the smartablate¿ system rf generator was displaying a temperature of more than 100 degrees after some ablation was performed. Also, no impedance value was displayed on the generator. The smartablate¿ system rf generator was rebooted and errors 2243 and 2245 were displayed. The generator was re-rebooted and the issues resolved. It was also reported that the carto 3 system was displaying error 95 (force measurement out of range). Current leakage error was also displayed. The catheter was replaced and the issue resolved. It was also reported that while using the replacement catheter, noise was observed on the ECG of the ablation catheter being displayed on the carto 3 system and recording systems. Force reading was high and force sensor error 106 was displayed. The catheter was replaced again and all issues resolved. The response received confirmed that the temperature user selected cut-off was exceeded and the system did not stop the ablation. The ablation was manually stopped by the user by using the ¿stop¿ button. The generator was set to power control mode. Thresholds were standard setting on the generator. Power was 40 w, temperature was 100 c (variable though, rapidly changing between 70-100 c), and there was no impedance reading. The system continued to ablate above the cut off value a maximum of 10 seconds, but it was a manual shut off ablation. It was clarified that it was signal loss and not signal noise. The current leakage error occurred after the loss of signal, so not sure if it directly caused the error. The signal loss issue was observed on the body surface. Though when ablation was turned on, signal was lost on the ablation catheter. The signal loss was observed on both the carto 3 system and the recording system. It was confirmed the presence of external anesthesia monitor to observe the patient¿s rhythm during the ECG signal loss issue. Since the temperature user selected cut-off was exceeded and the system did not stop the ablation, this issue was assessed as a reportable malfunction. The issue related to no impedance value was assessed as not reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The errors displayed on the smartablate¿ system rf generator (us) were assessed as not reportable. Since the errors were displayed after system reboot, those errors would be considered a startup issue. These issues ware highly detectable. The potential risk to the patient was remote. The current leakage error was also assessed as not reportable. This issue is highly detectable and requires adjusting system components to continue with the procedure. Devices may require reset or replacing but cannot be used on the patient. Patient safety is unaffected by this issue. Force issues were also assessed as not reportable. These issues are highly detectable. The risk to the patient was remote. The ECG signal issue was also assessed as not reportable. It was confirmed the presence of external anesthesia monitor to observe the patient¿s rhythm during the ECG signal loss issue. This mitigates the risk that the patient¿s ECG rhythm would be unobservable at any point during the procedure. The risk to the patient was low.